Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
It was reported that the patient had developed blisters on her back due to the lifevest garment rubbing/rolling on the patient's abdomen. During a follow up, the patient reported that a wound nurse put a patch over the affected area. She reported that she was feeling much better.